Manufacturer narrative:
(B)(4). G2: foreign: canada . The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty performed. During the procedure, the surgeon had difficulty achieving stability of the acetabular cup and therefore implanted metal on poly implants. Estimated blood loss during the procedure was 2,500ml resulting in three blood transfusions. Attempts have been made and no further information could be provided.